Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room complaining of experiencing a shock. Upon interrogation, the right atrial lead exhibited multiple episodes of auto mode switch episodes due to noise. The noise could be reproduced with isometrics; all other electrical measurements were normal. No intervention was reported; the patient would be seen at a later date. No other information was reported.